Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Later in the day on (B)(6) 2025, the patient experienced symptoms including shakiness, blurred vision, confusion, and difficulty thinking clearly. At the time, the patient¿s cgm displayed a reading of 120 mg/dl. Concerned about the symptoms, the patient called for emergency medical assistance. No self-treatment was administered prior to the arrival of paramedics. Upon evaluation, the paramedics recorded a cgm reading of 129 mg/dl and a bg meter reading of 49 mg/dl. The patient was treated on-site with glucose tablets, food, and beverages. The patient remained at home and was not transported to the hospital. After approximately 45 minutes, the patient¿s bg meter reading had increased to 172 mg/dl. No further treatment was reported as necessary. The patient was monitored for an additional five hours and was discharged without documentation of further medical evaluation or intervention. At the time of reporting, the patient was described as being "fine". Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.